Event description:
The manufacturer received information alleging a trilogy 202 ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the service center, the technician confirmed the power loss alarm is not working. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.